Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 320 mg/dl to 475 mg/dl and a large ketone level identified as dangerous. Reportedly, the cause was related to a non-tandem infusion set with a bent/kinked cannula. Infusion set brand was not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.